Event description:
It was reported that this implantable pacemaker was suspected to exhibited premature battery depletion (pbd) as the health care professional (hcp) received a transmission indicating that device longevity is 6 months remaining. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to exhibited premature battery depletion (pbd) as the health care professional (hcp) received a transmission indicating that device longevity is 6 months remaining. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in h6 device codes.

Event description:
It was reported that this implantable pacemaker was suspected to exhibited premature battery depletion (pbd) as the health care professional (hcp) received a transmission indicating that device longevity is 6 months remaining. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to exhibited premature battery depletion (pbd) as the health care professional (hcp) received a transmission indicating that device longevity is 6 months remaining. Data was sent for engineering analysis. Analysis showed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to the initial emdr in h6 device codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.